Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning propelry and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that he had low blood glucose and his insulin pump has cosmetic damage, the drive support cap is sticking out. Nothing further was reported.